Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. It was reported that the device was not explanted and is not available for evaluation. Further information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 due to cardiac arrest. The patient arrived at the emergency department by emergency medical services (ems) shortly after 2 am from a local rehab facility. The patient had been found unresponsive in cardiac arrest with the lvad system alarm sounding. Per the report from the emergency department, a bedside ultrasound showed no cardiac activity present and a clot present in both ventricles. Time of death was called at 2:24 am.

Manufacturer narrative:
Additional information: no equipment was returned for evaluation as an autopsy was not performed. A direct correlation between the patient¿s outcome and the device could not be determined. Review of the submitted log file indicated that the pump operating as intended until time stamp (B)(6) 2016 where low flow hazard alarms became active; however, a root cause for the low flow could not be determined through this evaluation. The instructions for use lists respiratory failure, bleeding, and peripheral thromboembolic events as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 09/15/2016 reported that the patient expired on (B)(6) 2016 due to suspected respiratory arrest. The patient had respiratory issues post-op that required re-intubation and slow progress afterwards necessitating tracheostomy and percutaneous endoscopic gastrostomy tube placement. It was also reported that the patient was on asa and coumadin regimen while inpatient with an inr goal of 2.0 to 3.0. The patient was noted to have developed anemia secondary to suspected gastrointestinal bleeding, and therefore his asa was held and was on premarin. Prior to discharge the patient's inr was 1.8 on (B)(6) 2015 and the patient was on 2 mg coumadin daily at discharge.